Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted the sample was provided with the original bard inlay box and pouch in a ziploc bag. The suture and pigtail straightener were not provided. Visual requirements stated to use unaided eye at 12" to 18" distance under normal room lighting, unless otherwise noted. When evaluating the sample, the separation is located at the proximal pigtail. The separation appears to be indented inward and does not appear the be stretched or discolored. No other defects were evaluated. Dimensional evaluation noted dimensional requirements state the od is to be 0.079" ± 0.002", tip ID to be 0.043" ± 0.002", guidewire to be 0.038" ± 0.001", and the tube ID to be 0.050" + 0.002" -0.001". The od was measured at 0.076" and 0.0794" using a laser micrometer. The tip ID was measured using a 0.043" pin gauge. A 0.038" guidewire passed through the sample with no hesitation. The tube ID where the separation occurred was measured using a 0.050" pin gauge. Although an exact root cause could not be determined a potential root cause could be material selection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the ureteral stent was broken upon opening the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the ureteral stent was broken upon opening the package.